Event description:
During an atrioventricular nodal reentrant tachycardia procedure, the diagnostic catheter fractured while in the right atrium. It was not maneuvering properly and so the catheter was removed. The catheter was bent and separated at the boundary between the black and grey portion of the catheter where the shaft and distal electrode transition. The catheter was replaced and the procedure was completed successfully with no adverse patient consequences.

Manufacturer narrative:
Additional information: d4, g3, h2, h3, h4, h11

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 5f, quadripolar, jsn, response ep catheter was received for evaluation. The shaft of the catheter shaft was noted to be fracture at the gray/black shaft bond joint. Additionally, a foreign material was found embedded in the catheter shaft material at the fractured bond joint. The reported issue will continue to be trended.